Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the sensor was not connecting to the insulin pump. The mother also reported the sensor cannula was missing when the sensor was removed from the customer's body. The customer's blood glucose was unknown. The mother stated they did not observe the sensor cannula being stuck to the adhesive. The sensor will be returned for analysis.